Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a "medication error" during use of alaris pump. Per report by the facility's director of pharmacy, it is believed that the "lidocaine infusion was run using the basic mode (no guardrails protection)." The infusion was reportedly programmed and running at 60ml/hr. If the infusion happened to have been programmed via guardrails drug library, the hospital's lidocaine profile has a max dose of 4mg/hr. (Which prevents the user from proceeding with the programming if the programmed dose is above the max dose). There was patient involvement, but the outcome is unknown. Although requested, the customer declined to provide further information pending their "internal review."

Event description:
It was reported that there was a "medication error" during use of alaris pump. Per report by the facility's director of pharmacy, it is believed that the "lidocaine infusion was run using the basic mode (no guardrails protection)." The infusion was reportedly programmed and running at 60ml/hr. If the infusion happened to have been programmed via guardrails drug library, the hospital's lidocaine profile has a max dose of 4mg/hr. (Which prevents the user from proceeding with the programming if the programmed dose is above the max dose). There was patient involvement, but the outcome is unknown. Although requested, the customer declined to provide further information pending their "internal review."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user possible programming error - lidocaine infusion.